Event description:
A consumer reported that she had inflamed corneas following use of this product. She stated that she had recently had trouble with her vision and saw her eye doctor who advised her to discontinue the product. The consumer indicated that the doctor said she became allergic to the product which resulted in the inflammation. The inflammation resolved with treatment (not specified) and she has returned to wearing her contact lenses. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/12/2010 and 02/24/2010 and received on 02/24/2010. A completed questionaire has not been received. (B) (4). (B) (4). (B) (4).